Manufacturer narrative:
The insulin pump was received with no down arrow button response due to unlocked lcd keypad connector. Unable to perform the displacement test due to no button response. The insulin pump had minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported via phone call that the insulin pump had keypad anomaly. Customer's father advised the down arrow button is unresponsive. Customer was unable to lock keypad and navigate through the menu. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.